Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The insulin pump was received missing reservoir tube o-ring, minor scratches on case, cracked case (battery tube) and minor scratches on lcd window.

Event description:
The customer reported via phone call that the reservoir compartment was chipped off and reservoir was not locking in place. The customer¿s blood glucose level was 337 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.